Manufacturer narrative:
Additional information: lot # 6001842; device expiration date: 12/31/2020; device manufacturing date: 1/1/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrectly labeled with the incident lot was observed. Conclusion: an absolute root cause for this incident cannot be determined. Bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Manufacturer narrative:
No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on a 25 g x 1 in. Bd safetyglide" needle states 5/8 but everything else states 1. The labeling error was noticed before use and there was no report of exposure, injury or medical interventions.